Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was in the hospital and that his pump was disconnected while he was there. He stated that he had received a lost sensor alert when he attempted to start the insulin pump again. The blood glucose reading was 356 mg/dl. Customer treated with the insulin pump. A test plus procedure showed that the transmitter was not functioning correctly. The sensor cannula had not been fully inserted. Nothing further was reported.